Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): the customer stated the instrument had all positives in row m, column b. No patient impact was reported. No other information was provided. The pr documented that there was no error with the instrument and that this incident was considered to be a temporary error. The servicemax case, (B)(4), was closed. The root cause of this complaint was not determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positives in row b. No patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positives in row b. No patient impact.